Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B) (6)2010 that a customer had an issue with a hemodialysis catheter. The customer reports administering tpa to the patient and when the syringe was disengaged, part of the adapter broke off. The catheter needed to be removed and replaced.